Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set disconnected and appeared cracked. During an unspecified solution infusion via a 50ml syringe at 1ml/hour, the tubing became dislodged due to a ¿possible cracked connection piece¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure and clear passage testing; and no blockage or leaks were observed. Furthermore, pull testing was completed with no separation detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.